Event description:
It was reported during an atrial fibrillation (afib) procedure when the ez steer thermocool sf navigational catheter was connected to the patient interface unit (piu) of the carto 3 system, the 12-lead ECG lost amplitude. Disconnecting this catheter resulted in normal 12-lead ECG. The catheter cable was changed without result. The catheter was changed and the issue did not repeat. This happened after cardioverting the patient. Upon request, additional information on the event was provided by the bwi field representative on (B)(6) 2013. The signal noise occurred on all the channels, including the 12 leads of the body surface (bs) and all intracardiac (ic) recordings on both the carto 3 system and the recording system at the same time. The noise was bad enough that the catheter had to be exchanged to continue the procedure. The cardioversion was applied but not because of an emergency. The patient was cardioverted to obtain sinus rhythm. The severity of the noise on all the channels on both the carto 3 system and the recording system at the same time is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure when the ez steer thermocool sf navigational catheter was connected to the patient interface unit (piu) of the carto 3 system, the 12-lead ECG lost amplitude. Disconnecting this catheter resulted in normal 12-lead ECG. The catheter cable was changed without result. The catheter was changed and the issue did not repeat. This happened after cardioverting the patient. Upon request, additional information on the event was provided by the bwi field representative. The signal noise occurred on all the channels, including the 12 leads of the body surface (bs) and all intracardiac (ic) recordings on both the carto 3 system and the recording system at the same time. The noise was bad enough that the catheter had to be exchanged to continue the procedure. The cardioversion was applied but not because of an emergency. The patient was cardioverted to obtain sinus rhythm. Upon product receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.